Event description:
During rapid response, wall suction initially worked, but when resistance was met with suctioning, stopped working. Appeared to be problem with valve on suction cannister. Tubing switched to other outlet in room which functioned.